Event description:
A (B)(6) year old male patient underwent aaa repair. The patient's anatomical form was not suitable for the procedure due to inverted funnel shaped proximal neck and the access route was 7mm, calcified widely and entirely. The physician decided to use zenith because the patient had open surgery before. After placement of a mainbody, the physician attempted to advance an iliac leg delivery system from the right but failed due to calcification. Then he tried a smaller size iliac leg graft but failed. Then he decided to place a converter and tried a converter delivery system, but it was difficult to advance as well. When he was removing the delivery system, the right iliac artery ruptured, so the procedure was converted to open surgery to fix the vessel with an artificial vessel, and the mainbody was left placed. The open surgery was succeeded and the patient recovered.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation at this time.